Event description:
The manometer packaged in the blakemore tray, which measures pressures for esophageal varices, does not zero. It could not be calibrated to measure the correct pressure. Three kits were opened and all manometers had the same problem. The fourth kit functioned properly and there was no harm to the patient.